Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. PMA/510k: this report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown.

Event description:
A literature article was received entitled "bipolar hip arthroplasty as a salvage treatment for instability of the hip", by javad parvizi, et. Al, published in the journal of bone and joint surgery, incorporated, 2000. The purpose of the study was to evaluate the results of bipolar hip arthroplasty for the treatment of recurrent instability of the hip. The depuy self-centering bipolar hip device was used in one case, identified as case 15 within the study group. This patient experienced a single complication of hip dislocation within one week of bipolar implantation, requiring conservative treatment via non-invasive immobilization (hip spica cast or hip immobilizer brace--not specified) which was successful in providing a stable hip from that point on. The patient did not require a revision surgery. The authors did not provide product or lot code information for the self-centering device, nor any details with regard to femoral head or stem, bone cement used, etc.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.